Manufacturer narrative:
Only the active exhalation control module was returned to the manufacturer for evaluation.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at a third party service center, the device failed a test step. The device's active exhalation control module was replaced to address the issue. The root cause of the active exhalation control module failure was a short to ground condition of the solenoid valve.